Event description:
Event description guidant received information that during analysis of this implantable cardioverter defibrillator (ICD), it was determined that the battery did not met longevity criteria. There are no allegations against the device functionality.